Manufacturer narrative:
Mfg site eval: samples rec'd: (B)(4) unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the knot pull tensile strength of the samples rec'd and the results fulfilled the requirements of the OEM. Tested the needle attachment of the samples rec'd and the results fulfilled the requirements of the OEM. Reviewed the batch mfg record, this prod had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint:(B)(6). The tread breaks very easily. And the thread detaches from needle very easily.